Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: additional information received from health professional via email: m8733 lot# mcq759. This same problem occurred on 3 different av fistula cases. The surgeon has always used the m8733 suture for the anastomosis and has never had this problem: at the end of the case when the patient¿s blood pressure was raised back to normal level the suture seemed to come apart and the anastomosis had to be revised. The first time it happen, the patient was already in the post-op unit and had to be rushed back to the or to correct the problem. The other 2 times it happened the patient was still in the or and the repair could be made quickly. This surgeon has done dozens of these procedures over the years and has never had anything like this happen before. Between the 3 cases in question, a total of 4 of the sutures were used. These events took place on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021. I pulled the rest of the m8733 off of the shelf and have it in my office. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's related to the reported complaint condition were identified. Events reported via: 2210968-2021-07648, 2210968-2021-06957.

Event description:
It was reported that a patient underwent an av fistula procedure on (B)(6) 2021 and suture was used. During the procedure, the suture seemed to come apart and the anastomosis had to be revised. The patient was still in the or and the repair could be made quickly. One device is available for return. There were no patient consequences reported. Additional information was requested.